Manufacturer narrative:
Correction: d3 the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The device was returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The pump was investigated for any damage and bleeding indications. No damage or bleeding markers noted on the pump. Introducers or dilators were not returned for investigation hence could not be evaluated for access site bleeding issues or delivery issues. No abnormalities were seen in the returned pump. Unable to deliver or advance. The root cause of the delivery issue was not determined due to inconclusive evidence from the clinical details and unreturned introducers and dilators used for pump implant for further evaluation. Access site adverse event: the root cause of the bleeding was not determined due to inconclusive evidence from the clinical details and unreturned introducers and dilators used for pump implant for further evaluation.h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a 14fr introducer sheath being placed over the wire after serial dilation for the delivery of an impella cp to support the acute myocardial infarction/cardiogenic shock patient. The team lost wire and sheath and all product was explanted, as such the team had to hold pressure and administer protamine to achieve hemostasis.